Event description:
Device 3 of 3. Reference MFR report #1627487-2013-11305, 1627487-2013-11306. The pt has four leads (two are from the same lot). It was reported the pt has been experiencing overstimulation and inadequate pain relief. As a result, the pt was reprogrammed by an sjm rep. It is unk if reprogramming addressed the pt's issues.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.